Event description:
The hosp reported that during a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube or the seal did not deploy out of the delivery tube into the aorta. The hosp did not provide an additional info. No pt complications were reported by the hosp.